Manufacturer narrative:
H3 other text : device not returned to manufcturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy evo device. There was no harm or injury reported. The device has not yet been received by the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported they received information alleging a ventilator inoperative condition occurred on a trilogy evo device. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. The device error log was reviewed, and a main board communication error was observed. No repair work was performed due to an insect infestation and the device will be scrapped.